Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the customer reported the sureform stapler 45 blade and stapler came out and there was a sharp little piece sticking out. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 48345w-01) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system # (B)(4). The instrument had 0 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the "blade and stapler came out, there's a sharp little piece sticking out" during a da vinci assisted procedure. A malformed staple issue reportedly resulted from this issue. A malformed staple line could result in a staple line leak and serious injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform stapler 45 reload to perform failure analysis. The sureform stapler 45 reload was analyzed, and the reported issue was replicated and confirmed. Failure analysis found the primary failure of blade exposed to be related to the customer reported complaint. The sureform stapler 45 reload was found to have the knife exposed within the knife track. No available logs for review to determine if the reload had a firing failure. Common causes of the failure mode exposed component reloads are typically attributed to mishandling/misuse. Additional observation not reported by site that is related to the primary failure the sureform stapler 45 reload was found to have blade damage. Common cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is not related to the customer reported complaint: the reload was found to have cartridge damage. The damage is located at the distal end and inside the knife track where the blade was exposed. Piece approximately 0.061" x 0.031" was not returned with the reload. Common cause of this failure is attributed to mishandling/misuse.